Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location. The bags were securely connected. The bag on the heater was dry, however the supply bags seemed wet. Renal therapy services (rts) reviewed proper procedures with the patient. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured at one of the following facilities: baxter healthcare - mountain home (B)(4). United states. Baxter healthcare - dominican republic (B)(4). Dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported at an unspecified location of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.